Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2021 and mesh was implanted. The patient reported having pain in the coccyx when sitting down for no apparent reason (no fall, no old fracture). The patient consulted two different osteopaths (3 sessions in all), with no improvement. The patient consulted a general physician who prescribed an x-ray - a bit of osteoarthritis which doesn't justify such pain in the coccyx. He prescribed physiotherapy sessions and an MRI - the MRI was the same and the physiotherapy had no effect. Since then, the pain has spread to the patient's lower back and hip, with occasional spikes of pain in the legs and inside the vagina. Recently, the patient has started having small bladder leaks again. The patient further reported upcoming bandage removal, as it's clearly out of place in the body. The patient reported being worried that having the strip removed will lead to bladder weakness again - they had it for a long time, for many years to a +++ degree and the patient knows that if it goes back to the way it was before, they won't be able to do any more sport. For the moment, the pain, although persistent, is still endurable, but the patient feels that it's not going in the right direction - the patient is starting to be very worried about having to have this implant removed. It's starting to affect the patient's mood. No further information is available as the event was reported by the patient in confidence.